Event description:
It was reported that the device was showing occlusion constant error. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found tamper seal removed, a broken off component from main board in bag, top port clogged and pump dislodged. Functional testing found no occlusion error was present at power up. Opened the monitor and inspected the tubing going to bench and it was a little kinked, but the pump had no flowrate, so the pump was replaced and now the occlusion error was present. It was found that the top filter port was clogged with some white substance that couldn't be removed. The root cause of the reported issue was found to be a result of the user interfacing with the product in a manner inconsistent with the operation manual. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).